Manufacturer narrative:
Complaint conclusion: the patient was enrolled in the (B)(6) study and had an aaa device successfully implanted during the study index procedure. The patient experienced pain in left leg (claudication) during walking five weeks after the procedure. The severity is moderate, the relationship to the index procedure is possible and the relationship to the incraft device is unlikely. Action taken included physical therapy and the outcome was resolved nine months after the index procedure. The patient also had a blood transfusion during the index procedure. Estimated blood loss was 100ml. The patient was given packed rbc (red blood cell) in the amount of 500ml. The patient had a pre-existing low hemoglobin level (so unrelated to the procedure). Therefore, there was a preventative blood transfusion after operation for patient with pre-existing low hemoglobin. The patient met all inclusion/exclusion criteria for study enrollment. During the procedure, there was successful insertion of the delivery system through the vasculature, and successful deployment of stent-graft. Deployment was made at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. Duration of the incraft procedure was 72 minutes. There were no additional procedures performed prior to the introduction of the bifurcate. Additional procedures were performed after the introduction of the bifurcate, a palmaz stent was placed proximal side aorta, on the right side. Balloon molding of the stent-graft in the proximal seal zone (aortic bifurcate), distal seal zone contra and ipsilateral (iliac limbs), and aortic bifurcate ¿ illiac limb overlap zones with a non-cordis brand 37mm x 32mm balloon. Iliac artery angioplasty was performed on the bilateral side after induction of bifurcate. A non-incraft aortic extension (cordis palmaz 50mm (length) x 14mm (diameter) endovascular balloon expandable stent (sds), lot #n0715305) was used for the endoleak. Other non-study devices used included four non-cordis brand closure devices, three catheters for stent graft deployments, two contralateral side sheaths and a stiff guidewire for the introduction of the bifurcate. Additional information received indicated that the previously reported type 1a endoleak was reported to be resolved at approximately one year after the study index procedure. Additional information received from the insight study indicates that approximately five years and 1 month after index procedure, the patient experienced a grown aorta diameter. The patient was placed under observation. The event was mild in severity and was reported to be possibly related to the study device and the procedure. The product was not returned for analysis. A product history record (phr) review of lot 17287220 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aneurysm enlargement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel or patient characteristics of ongoing and worsening disease processes may have contributed to the reported event. It was described as mild in severity. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the patient was enrolled in the insight study and had an aaa device successfully implanted during the study index procedure. The patient experienced pain in left leg (claudication) during walking five weeks after the procedure. The severity is moderate, the relationship to the index procedure is possible and the relationship to the incraft device is unlikely. Action taken included physical therapy and the outcome was resolved nine months after the index procedure. The patient also had a blood transfusion during the index procedure. Estimated blood loss was 100ml. The patient was given packed (red blood cell) rbc in the amount of 500 ml. The patient had a pre-existing low hemoglobin level (so unrelated to the procedure). Therefore, there was a preventative blood transfusion after operation for patient with pre-existing low hemoglobin. The patient met all inclusion/exclusion criteria for study enrollment. During the procedure, there was successful insertion of the delivery system through the vasculature, and successful deployment of stent-graft. Deployment was made at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. Duration of the incraft procedure was 72 minutes. There were no additional procedures performed prior to the introduction of the bifurcate. Additional procedures were performed after the introduction of the bifurcate, a palmaz stent was placed proximal side aorta, on the right side. Balloon molding of the stent-graft in the proximal sealzone (aortic bifurcate), distal sealzone contra and ipsilateral (iliac limbs), and aortic bifurcate ¿ illiac limb overlap zones with a non-cordis brand 37mm x 32mm balloon. Iliac artery angioplasty was performed on the bilateral side after induction of bifurcate. A non-incraft aortic extension (cordis palmaz 50mm (length) x 14mm (diameter) endovascular balloon expandable stent (sds) was used for the endoleak. Other non-study devices used included four non-cordis brand closure devices, three catheters for stent graft deployments, two contralateral side sheaths and a stiff guidewire for the introduction of the bifurcate. Additional information received indicated that the previously reported type 1a endoleak was reported to be resolved at approximately one year after the study index procedure. Additional information received from the insight study indicates that approximately five years and 1 month after index procedure, the patient experienced a grown aortadiameter. The patient was placed under observation. The event was mild in severity and was reported to be possibly related to the study device and the procedure.